Event description:
Device malfunction: partial deployment. Time of malfunction: prior to use/out of anatomy. Symptoms/ae: none. It was reported that while taking the device out of the package and prior to use in the anatomy, the physician noticed that the stent was partially deployed. A different device was used in the procedure. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.